Manufacturer narrative:
The involved samples have not been made available for evaluation. Therefore, the investigation was based upon assessment of user facility info and eval of reserve samples. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A review of the device history records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no indication that there was any relation to a pre-existing device defect. The device labeling does provide appropriate instructions-for-use such as the following: "handle with care to avoid needlesticks"; "keep hands behind the needle at all times during use and disposal"; add'l device instructions-for-use include: "for greatest safety, activate the sheath using a one-handed technique"; "position sheath approx 45 degrees to a flat surface. Press down with a firm, quick motion until a distinct audible click is heard", and "visually confirm that the needle is fully engaged under the lock." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported that the safety shield is "not activating". After repetitive efforts to communicate with the nursing supervisor to request add'l info, the user facility confirmed that she has been transferred. Another nurse at the facility confirmed that no needle-sticks or other injuries have occurred as a result of these issues. Unfortunately, no add'l event specific info has been made available.